Event description:
On 30-mar-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number (B)(4). Event occurred in the united states on 01-oct-2021, it was reported that the patient's infusion set's detached yesterday and the patient noticed it when he woke up this morning. The site location was at the patient's abdomen and the infusion had been used for the same day. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Moreover, the patient received an insulin flow blocked alarm and the issue resolved by changing the infusion set. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's detached yesterday and the patient noticed it when he woke up this morning. The site location was at the patient's abdomen and the infusion had been used for the same day. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Moreover, the patient received an insulin flow blocked alarm and the issue resolved by changing the infusion set. No further information available.